Event description:
It was reported that the pacing impedance on both leads increased and is out of range approx. 82 months after the implantation. Furthermore, oversensing was noted on this protego lead. The ICD was re-programmed and the leads were deactivated. Lead remains implanted.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. Solia s 53 sn: (B)(6). The analysis of the provided trend data, acquired between 07th november 2019 and 03rd july 2020 showed the sudden increase of the pacing impedance from approximately 650 ohms to more than 3000 ohms from the 22th may 2020 until the end of the recorded period. Protego promri s 65 sn: (B)(6). The analysis of the provided trend data, acquired between 07th november 2019 and 03rd july 2020 showed the sudden increase of the pacing impedance from approximately 450 ohms to more than 3000 ohms from the on (B)(6) 2020 until the end of the recorded period. Furthermore, the shock impedance had a sudden increase from approximately 95 ohms to more than 150 ohms from the on (B)(6) 2020 until the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.